Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears, with acknowledgment and understanding from the customer.